Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the electrode belt cable that connects the distribution node (dn) to the rear therapy electrode (te) was severed and missing. The root cause for the missing cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.